Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high sensor scan and was treated with insulin (dose/type unknown). The customer became hypoglycemic with symptom of sweating and was seen by a healthcare professional who administered glucose for treatment. There was no report of death or permanent injury associated with this event. A sensor reading of 293 mg/dl was compared against a healthcare meter reading of 90 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.